Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a breakdown of wound closure that occurred after a repair of episiotomy was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.